Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that the patient¿s blood glucose was high. The customer¿s mother reported blood glucose was 400mg/dl and treated and now to 360mg/dl and is having 100 point difference with the sensor. Inquired what led up to the complaint. Patient's blood glucose at time of incident was unknown. Patient's current b blood glucose was 360 mg/dl. The customer treated with insulin pump and manual injections. The customer reported that blood glucose went up this morning and went to 400mg/dl and gave manual injection and ate lunch and it went up towards 500mg/dl. Based on customer report customer does not allege pump was under delivering. The customer she does not want to run high pressure test. The insulin pump will not be returned for analysis.